Manufacturer narrative:
(B)(4).. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
Customer stated that bubble module failed - alarm cannot be cleared. (B)(4).

Manufacturer narrative:
The affected bubble sensor has been requested for further investigation in manufacturer`s laboratory. Life cycle engineering investigated as follows: the aep-modul was fit into the hl20 for testing. Level and bubble sensors were connected and put into service. Bubble error appeared immediately. After that the bubble/level detection module has been expanded, opened and put again into service outside the hl20 by using an adapter. The testpoints tp11 (sbp) and tp10 (sb) were measured by using a multimeter (agilent u1241a). The values were out of the expected values (tp11 = 2,48 v & tp 10 = 3-3.6 v). The lemo connector was replaced as there were also no values at the entry of the bubble sensor. After replacing the connector the bubble error disappeared. After optical inspection it has been detected that pin 5 of the connector is a bit sticking out of the socket and therefore no contact to the bubble senor exists anymore. By pushing the pin in, the contact with the bubble sensor could be recovered and the bubble error disappeared. The connector can no longer put into service as the pin in the connector locked not properly. To recover operability of the aep-modul, replacement of the lemo connector will be necessary. Result: the failure could be reproduced. Conclusion: the lemo connector has a defect pin. The pin is not locked, inside the connector. As you connect the bubble sensor the connector will be pushed out. Therefore there is no contact to the bubble sensor anymore. Without changing the lemo connector, the bubble and level sensor module can't be re-used. Thus the failure could be confirmed. Correction: according to service order (B)(4) the sensor (aep-module) was replaced. New module: article number (B)(4), serial number (B)(4). The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).